Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bipolar would only work intermittently. The staff tried different cords and finally used a new replacement kit to complete the procedure. No pt effect was reported by the hospital.

Manufacturer narrative:
Investigation results: investigation was completed and the device passed the functional electrical test and the simulated cautery test. The complaint that the bisector would work intermittently could not be reproduced. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).